Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product: ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had a deep brain stimulator (dbs) installed ¿or in his chest¿ for parkinson¿s and they turned it on the day prior to report. It was further reported they did not think they were actually seizures but instead they experienced¿seizure-like symptoms.¿ the doctor had put the patient on medication and that had helped. Two days prior to report the patient was hooked up and the stimulation was programmed at that appointment. The stimulator helped the patient be less stiff.

Event description:
It was reported that the patient had been having a problem with seizures in (B)(6) 2014. The patient was in the hospital (B)(6) 2014. The implantable neurostimulator (ins) was turned off at that time because the healthcare professional thought that it could be impacting seizures. It was noted that turning the ins off had not taken care of the issue and had not appeared to be related. Stimulation was turned off in (B)(6) and had not been turned on because the patient had not been alert enough to answer if stimulation was helping and it was too much trouble to travel to turn the ins on and set up programming.